Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the posterior aspect, in addition, a tear was noticed within the shell wear measuring approximately 5.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor siltex round moderate profile 475cc saline breast prostheses that both deflated post implantation. Bilateral deflation was diagnosis by a healthcare professional. Additionally, the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-10353 for the report for the patient¿s right breast prosthesis.